Event description:
It was reported that a patient procedure was suspended by a system error involving the chiller (error 42c5). The failure of the chiller led to the unavailability of fluoro x-rays. The operator allegedly waited until x-ray tube cooled down, performed an x-ray, and then removed the catheter from the patient. The patient was taken to another system to complete the procedure. No patient injury was reported. Ge healthcare's investigation into t he reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.